Manufacturer narrative:
Received one speedband superview super 7 device returned for analysis with residue present indicating use. Two deployed bands were returned. A visual examination of the device found that the tripwire had been removed from the handle assembly and had been cut into three sections. The distal portion of the trip wire, the ligator head and suture were not returned. The handle assembly slot did not present any evidence of previous securing of the trip wire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire were most likely impacted the timing of band deployment and contributed to the event. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the third band was deployed and the rest of the bands simultaneously released. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands deployed prematurely. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the third band was deployed and the rest of the bands simultaneously released. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.